Event description:
It was reported that the insulation on 2 separate units from the same lot became torn and melted during use. It was further reported that the units were being used by a surgeon during a knee arthroscopy. The surgeon noticed that the insulation was tearing and melting and discontinued use of the units. There were no reports of injury or adverse consequences.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.